Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The catheter and the advancer were connected upon return. A rota wire was running through the entire length of the device. The burr was detached from the catheter coil and was returned with the guide wire running through it. The distal end of the coil where the burr should have been attached was stretched. The wire was removed from the device and the burr was found to be stuck on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that ¿rotational speed was over 200,000 and duration of the ablation was a couple seconds. The burr got stuck at severe calcification in lmt¿. The rotablator system was run at a speed greater than recommended. The device is recommended to be used at the optimum speed of 175k +/- 2k rpm. The most probable root cause has been determined to be use/user error as the dfu states: ¿always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system.¿ (B)(4).

Event description:
It was reported that the burr became stuck in the lesion and shaft detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) to the left main trunk (lmt) arteries. A 1.25mm rotalink¿ plus was selected for rotational atherectomy. During the procedure, ablation was performed one time with a rotational speed over 200,000rpm, for a couple of seconds. The burr became stuck in the severe calcification in the lmt. The physician applied force while pulling on the device to remove it. The rotalink plus was able to be removed together with the rotawire. Upon removal, it was noted that the burr was removed with the system, but had detached from the shaft of the rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that the burr became stuck in the lesion and shaft detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) to the left main trunk (lmt) arteries. A 1.25mm rotalink plus was selected for rotational atherectomy. During the procedure, ablation was performed one time with a rotational speed over 200,000rpm, for a couple of seconds. The burr became stuck in the severe calcification in the lmt. The physician applied force while pulling on the device to remove it. The rotalink plus was able to be removed together with the rotawire. Upon removal, it was noted that the burr was removed with the system, but had detached from the shaft of the rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).